Event description:
It was reported by svc report that the head end of the bed would not lower. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.